Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have blade damage. Both blade edges were indented. The instrument blades were found with signs of corrosion. Both blades exhibited light pitting corrosion on the outer, non-cutting surfaces of the blades. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the large suture cut needle driver was observed to have torn fibers on the bowden cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The instrument was checked before use. The issue was identified during central processing. There was no fragment that feel. There was no patient injury. No damage was visible during the procedure. No delay. No damage was observed. There was no thermal damage and no cautery loss.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.